Manufacturer narrative:
The device was received partially deployed. The linkage assembly was observed to be not retracted fully. The formed needle was observed in the soft cannula. The linkage assembly retracted fully once the device was opened. Score marks were observed on the top housing of the device. The rivet joining the linkage assembly was observed to not be fully compressed, creating a protrusion. This protrusion had missing paint, confirming interference between it and the top housing, resulting in the inability for the formed needle to retract. The tip of the needle was checked for damages, and none were observed. The exposed needle can also be confirmed as the cause of the reported pain. Blood was not observed on the device. The exposed needle can be confirmed as the cause of the reported bruising. The soft cannula was observed to be pierced by the formed needle. It could not be determined when this damage occurred.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached nearly 500 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels and experiencing pain, patient found the needle had not retracted as intended; this indicates that a needle mechanism failure occurred. Bruising at the insertion site (back) was reported as well. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.